Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported. One pt was transferred to another hosp for catheterization. There was no report of adverse health consequences due to the discordant troponin I ultra results.

Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported. One pt was transferred to another hosp for catheterization. There was no report of adverse health consequences due to the discordant troponin I ultra results.

Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported. One pt was transferred to another hosp for catheterization. There was no report of adverse health consequences due to the discordant troponin I ultra results.

Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported. One pt was transferred to another hosp for catheterization. There was no report of adverse health consequences due to the discordant troponin I ultra results.

Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported. One pt was transferred to another hosp for catheterization. There was no report of adverse health consequences due to the discordant troponin I ultra results.

Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported. One pt was transferred to another hosp for catheterization. There was no report of adverse health consequences due to the discordant troponin I ultra results.

Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported. One pt was transferred to another hosp for catheterization. There was no report of adverse health consequences due to the discordant troponin I ultra results.

Event description:
Discordant advia centaur troponin I ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported. One pt was transferred to another hosp for catheterization. There is no report of adverse health consequences due to the discordant troponin I ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the wash 1 cracked lid-straw connection and corroded wash 1 sensor. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.